Event description:
The user facility reported a 65-year-old male undergoing a possible mitral valve replacement was implanted with an impella 5.5 device for mechanical circulatory support pre-operatively. It was reported that while on support, the automated impella controller (aic) had an ¿unable to detect purge fluid¿ alarm. The cassette was replaced twice to no avail. The aic was replaced, and the error resolved. No patient harm was reported.

Manufacturer narrative:
The impella device was received from the customer and an investigation regarding the returned device has been completed. Logs were reviewed and the issues with the aic not being able to detect the purge fluid was confirmed. There were numerous instances of the purge fluid not detected prompt found in the logs on the reported occurrence date. The console was tested. The purge fluid not detected issue was able to be reproduced, and the purge disc retainer was found to be broken. A portion of the retainer that was supposed to be fastened to the purge assembly was no longer intact. Because the purge disc retainer was not fully flush with the purge assembly, the purge transducer could not detect any pressure going to the purge disc which would result in this purge fluid not detected prompt. The root cause of this issue was a broken blue purge disc retainer.